Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, placement difficulty occurred due to the patient's anatomy and the leads were damaged. The leads were removed and replaced with different leads to complete the procedure. No patient complications have been reported as a result of this event.